Event description:
During a follow-up, episodes of far-field p-wave oversensing observed on the right ventricular (rv) lead. The event was due to the rv lead being dislodged in the right atrium. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.